Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The report stated that the pump had infused too quickly. The actual device was reported to be available, but have not yet been received. This complaint is under investigation.

Event description:
It was reported that the pump was scheduled to last for 72 hours and was empty after 48 hours.